Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The amplatzer septal occluder was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 8f torqvue loader without any deformities. Our investigation was not able to determine the cause of the event. Based on the information received, the cause remains unknown.

Event description:
A 20 mm amplatzer septal occluder (aso) was deployed, but appeared to lie in a perpendicular plane under fluoroscopy and transesophageal echocardiogram (tee). The aso was removed and an 18 mm aso was prepped and advanced through the delivery system across the defect. There appeared to be some impingement at the right lower pulmonary vein orifice and there was a small anteroinferior defect, which appeared at the right and left arterial discs of the aso. The aso was released from the delivery cable and subsequent transesophageal echocardiograms (tee) showed continued impingement on the left lower pulmonary vein orifice and shunting through the anteroinferior defect. After multiple attempts, the device was snared and the patient was scheduled for surgical repair of the atrial septal defects.